Manufacturer narrative:
Batch review performed on 04 may 2026 gmk-sphere 02.12.0310fl gmk-sphere tibial insert - flex s3l - 10 mm (k121416) lot 1810372: (B)(4) items manufactured and released on 04-mar-2019. Expiration date: 20-feb-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 6 years and 10 months from the primary, the patient came in presenting instability and a &quot;clicking&quot; noise in knee and the cause is unknown. There was no reports of trauma. The surgeon revised the insert (from 10mm to 14mm). The surgery was completed successfully.